Event description:
It was reported that approx 9 months post op after alif at l5-s1 with lt cage/infuse bone graft, x-rays showed a pseudoarthosis. A reoperation was performed approx 18 months post op to add posterior fixation. It is unk if the infuse bone graft contribution to the reported event.